Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed to work and universal serial bus (usb) cable for keyboard was damaged so need to be replaced. A field service engineer identified a cut universal serial bus (usb) cable for the keyboard and replaced the keyboard, verified keyboard functionality, biometric identifier intermittently displayed a requires maintenance message, replaced the biometric identifier, then tested repeatedly and confirmed full functionality. Tested biometric identifier, keyboard with no issues, verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the biometric identifier failed to work and universal serial bus (usb) cable for keyboard was damaged and required replacement. There were no delay, no adverse events or injuries reported based on this event.